Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that this patient presented to the hospital with beeping tones, and low out of range shock impedance measurements were seen on this device. Boston scientific technical services inquiry if the patient was around electromagnetic interference but the field representative noted that the patient was not. Ts discussed continuing to monitor the patient or performing a synchronized shock to determine the root cause of this issue. At this time the system remains implanted. No adverse patient effects were reported.